Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the first deployment attempt, the valve was at an implant depth of 4mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc), when a complete heart block occurred. The valve was recaptured and repositioned to 2mm on the ncc and lcc. However, the complete heart block was still present so the patient returned to the room with a temporary pacemaker. The patient was placed under a 48 hour observation period. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012146912); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0012146921); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.